Event description:
During a shoulder arthroscopy using the footprint ultra pk suture anchor 4.5, it was reported that the metal piece broke from the inserter; however it could not be found. It was reported that x-rays were taken and nothing was found. There was a reported five minute procedural delay with no reported patient injury or surgical complication. The surgeon is known to use the gold awl only for site prep and would not have drilled. It could not be confirmed if any computerized tomography CT/ magnetic resonance imaging (MRI), MRI/x-ray images for the file were performed or whether there were any additional medical interventions or increased monitoring of the patient required resulting from the retained fragments. There was fragments found in the patient. It was reported that a fluoroscopy was performed to verify.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).